Event description:
The contact at the medical center reported that the catheter cuff twice came loose in the tunnel. When attempting to remove the catheter, the catheter broke into two pieces. The doctor had to open another tray to replace the catheter. There was no untoward effect on the patient.